Manufacturer narrative:
Evaluation summary: no data regarding product identity was received i.e. No lot or serial number were indicated for the event; therefore, the device history record (DHR) could not be reviewed. No sample was returned; therefore, the condition of the product could not be verified. Because a sample was not returned and no lot number or serial number was indicated for this complaint, the root cause cannot be determined. Additional information has been requested. (B)(4).

Event description:
Following a glaucoma implantable filtration device (gfd) surgery a surgeon reported that due to a possible clogging, a patient's postoperative intraocular pressure (iop) reached 50mmhg (date unknown). After inversively opening the scleral flap to confirm insufficient aqueous humor flow-rate, the surgeon explanted the shunt and performed trabeculectomy. The device was not returned for evaluation.